Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for use with this lens with any of the qualified lens/cartridge combinations. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The viscoelastic indicated is not qualified for the lens/cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens went into the eye with a half broken leg. The lens turned well in the eye, so the ophthalmologist decided to leave the lens in place. Unfortunately for the patient, the leg in the eye has completely broken off, causing the lens to tilt. Subsequently, the ophthalmologist had to do a lens exchange with another lens. Additional information was requested and received stating the affected lens was removed from the eye during secondary surgery after 15 days of initial implantation. The wound needed to be enlarged while removing the lens, but there were no additional stitches necessary.